Event description:
Additional information was received indicating rate response trend was programmed off and the plan is to continue with normal follow-up. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with a right atrial (ra) lead from another manufacturer was exhibiting atrial tachy response episodes. Boston scientific technical services (ts) reviewed the episodes and noted the rate response trend (rrt) signal was being oversensed due to high impedance measurements with the ra lead. Ts discussed turning off rrt and evaluating the ra lead. The system remains in service. No adverse patient effects were reported.